Manufacturer narrative:
It was reported that patient was operated on for a chordoma tumor on (B)(6) 2024. In their follow up appointment on (B)(6) 2026 it was determined the cage had collapsed. In review of prior appointments, it's been determined that cage collapsed was also occurring on (B)(6) 2024. The patient will be scheduled for revision sometime in may. The part was not returned but plans on being sent back post revision. This report will be reopened when pd has the physical part to evaluate. The complaint is indeterminate as the root cause of this malfunction cannot be determined from the given information. A risk reconciliation was performed and confirms that the type and frequency of this failure is captured in our latest risk analysis.

Event description:
It was reported that the patient was operated on for a chordoma tumor on (B)(6) 2024. Then in his follow up appointment on (B)(6) 2026 it was determined the cage had collapsed. In review of prior appointments, it's been determined that cage collapsed was also occurring on (B)(6) 2024. The patient will be scheduled for revision sometime in may.